Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer noted the occlusion alarms occurring during bolus deliveries greater than 8 units. There was no impact to the customer's blood glucose level due to the occlusion alarms. A supply change was performed to address the occlusion alarms, a manual injections was administered and insulin deliveries were resumed via the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.